Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was meeting with a manufacturer representative on (B)(6) 2016 because stimulation was not working correctly: the patient did not feel stimulation in her legs on one program and the patient felt stimulation in the wrong location on a different program. There were no reported falls/trauma that could be related to this issue. It was noted that the patient had checked her device with the patient programmer, and the patient programmer showed stim off. Turning on stimulation did not resolve the issue. The patient had the ability to adjust stimulation. Increasing/decreasing stimulation did not resolve the reported issue. The patient did not have adaptive stimulation (as). Trying another group and making appropriate adjustments did not resolve the reported issue. It was noted that this was considered a sudden change in therapy/symptoms. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and degenerative disc disease/herniated disc pain.